Event description:
Complainant alleged that staff members were monitoring a pt (age and gender unknown). The unit was functioning on ac power. After approximatley two hrs, the unit lost power. The staff switched to battery power and the unit functioned for approx 10 mins and lost power again. The staff obtained another unit (manufacturer unknown) and continued monitoring the pt. There was no adverse effect on the pt.